Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes d.9. Returned to manufacturer on: 10/1/2021 h.6. Investigation: the complaint was confirmed as the reported defect on a returned sample. We didn't receive photo from the customer. The issue was contamination of bacillus sp. From return. Not confirm insect. No issue in device history record review. No issue in retention sample. No trend we will continue to monitor the trend this issue.

Event description:
It was reported that mold/contamination was found on the plate mueller hinton agar 5% sb 20 ea. As the plate was unused, there were no results to report, and there was no patient impact. The following information was provided by the initial reporter, translated from japanese to english: "the customer found mold in the unused media, and signs that an insect walked on the lid."

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mold/contamination was found on the plate mueller hinton agar 5% sb 20 ea. As the plate was unused, there were no results to report, and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer found mold in the unused media, and signs that an insect walked on the lid."